Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that plt transfusion was started. Locked the line that was not to be used. After transfusion noticed plts had gone through the locked line and leaked 5ml out. The whole transfusion went through the correct line, but the last little bit went through the locked line and back primed up and out of the other line.